Event description:
In 03/2002, following treatment for pneumonia, the pt reportedly experienced a decrease in speech perception. The pt continued to be monitored by the center. In 09/2003, the pt reportedly experienced intermittent sound percept problems while using their sound processor. The pt was seen by a company representative for device evaluation. Testing performed confirmed that device was functioning. The pt reportedly was experiencing severe neural adaptation which was causing the sound percept problems. A recommendation was made to reduce dosage of medications that may have altered the patient's neural firing rate. A recommendation was made to to perform testing to determine neural survival in both ears. In 10/2003, the pt was implanted on the contralateral side. In 2004, the decision was made by the center to explant the patient's c1 device.